Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 700mg/dl. The mother stated that his ultra link meter was not working properly and was giving incorrect glucose reading. The caller stated that the infusion set was changed multiple times prior to his admission and no bent cannulas were found. A few days later, the mother called back and stated that the customer's glucose level has been normal in the 100mg/dl range. Troubleshooting was declined, and the mother stated that it was not insulin pump related issue. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.